Event description:
It was reported that the pt underwent spinal surgery from l5 to s1. As the surgeon attempted to place the rod at l4/l5, the inserter veered laterally and missed l5. The surgeon pulled the inserter back to redirect the rod. As the inserter was pulled back, the rod disengaged from the inserter. The surgeon was able to use a mallet to insert the rod without having to adjust the extenders. The surgeon used a different inserter on the contralateral side (refer to MFR report # 1030489-2009-00900). The surgery time was extended approx one hour. No pt complications were reported.

Manufacturer narrative:
(B) (4): the device used on a particular side was not identified; therefore, the MFR is unable to determine the suspect device. The rod inserter was returned for eval. Visual examination of the instrument did not reveal any fractures, cracking, wearing, or breakage. The rod inserter attachment arms and levers functioned normally. The rod inserter open normally and securely retained a rod when closed. A review of the device history records did not identify any applicable nonconformance to spec.